Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and the haptic broke while advancing. The lens was not implanted and there was no patient contact or injury. The aq cartridge was used, but the lot number was unknown. The mode and lot numbers of the injector were also unknown.